Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 507645 implantable pacing lead - implanted 2013 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. However, it was noted that the proximal conductor of the lead became extrinsically distorted due to kinking/buckling, the distal lv (low voltage) electrode of the lead was covered in blood, the outer insulation of the lead became extrinsically distorted due to kinking/buckling, and visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that approximately a month post implant the atrial lead was found to be dislodged. The lead was removed. No patient complications have been reported as a result of this event.